Event description:
Catheter was positioned in the avm nidus, with the otw technique (using a mirage guidewire). In an avm occipital lobe procedure. First selective angiogram showed catheter rupture at 10cm. From distal catheter tip. Contrast used: ultra vist 300, diluted 50/50. No resistance was felt during injection.